Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after a premature ventricular contraction ablation procedure. It was found that post-procedure the implantable cardioverter defibrillator exhibited failure to capture in the left ventricle. No intervention was performed. The patient was in stable condition.